Manufacturer narrative:
A ge service representative evaluated the system and replaced the power cord. No patient injury was reported.

Event description:
The customer reported the screen remains dark and no image is displayed, system would not boot up. No patient injury was reported.